Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was able to be confirmed for suture deployment difficulty. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
D6b: explanted date: device was not explanted. E3: occupation: interventional radiologist. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal sheath/device were stuck "suture lock up" and could not be removed. The account facetimed the terumo territory manager and they were instructed to cut the carrier tube between sheath hub and device hub, however they were still unable to remove. She then told them to cut a tad lower the same spot and still would note back out. They were then instructed to rock out/remove the device hub portion at this point and look for suture. They dug around a bit and were able to finally see suture and were able to back out sheath and complete deployment/tamp down collagen. Hemostasis was achieved and no complications were noted. The estimated blood loss was less than 250cc. There was no patient injury or medical intervention required. The patient was stable and discharged home. The procedure was successful. Additional information was received on 07jul2023: the procedure being performed for the patient prior to the use of the closure device was a peripheral angiogram/percutaneous transluminal angioplasty (pta). A 6fr procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed, and the access position was optimal in common femoral.